Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that following a normal battery depletion replacement procedure, high impedances (greater than 4,000 ohms) were measured for all electrodes. No troubleshooting was performed and the implantable neurostimulator was turned off. The cause of the issue was unknown and it had not been possible to exclude any connection issue. The issue was not resolved. Additional information regarding further actions was not able to be obtained at the time of this report. A follow up report will be sent if additional information is received.